Event description:
It was reported that during a plastic surgery the megadyne electrode is used in the dissection of a flap, and it begins to carbonize upon contact with the tissue, it is cleaned and the tissue continues to adhere to the electrode, generating an increase in the temperature of the tissue and a flame effect between the electrode and the tissue. It was decided to change the electrode for other ref and it improves. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 8/13/2024. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the 0013 electrode was returned with no apparent damage. The electrical test was performed, and it met the specifications. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4), date sent: 4/11/2024. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the tissue burned? If yes, please clarify: ¿ what is the severity of the burn? (Please see degrees of burns below and choose one) o first degree burns are minor burns on the first layer of skin. The skin looks dry, redness, and may be swelling; no penetration or blisters. O second degree burn looks wet or moist. The burn site appears red, blistered, and may be swollen and painful. O third degree burn the burn site looks deep, whitening or blackened and charred. ¿ what medical intervention was used to treat the burn? (Such as salve or stitches). ¿ besides the burn, did the patient experience any adverse consequence due to the issue? ¿ are there any anticipated long-term effects from the burn or injury? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent; 4/24/24 additional information was requested, and the following was obtained: the event description mentions " generating an increase in the temperature of the tissue " was the tissue burned? R./ no, .the patient did not burn if yes, please clarify: ¿ what is the severity of the burn? (Please see degrees of burns below and choose one) r./ n/a o first degree burns are minor burns on the first layer of skin. The skin looks dry, redness, and may be swelling; no penetration or blisters r./ n/a o second degree burn looks wet or moist. The burn site appears red, blistered, and may be swollen and painful r./ n/a o third degree burn the burn site looks deep, whitening or blackened and charred r./ n/a ¿ what medical intervention was used to treat the burn? (Such as salve or stitches) r./ n/a ¿ besides the burn, did the patient experience any adverse consequence due to the issue? R./ n/a ¿ are there any anticipated long-term effects from the burn or injury? R./ n/a.